Manufacturer narrative:
Concomitant medical product: 150ml baxter bag, lot: ur15k11065, midazolam; therapy date: unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that one of these tubing sets began to leak while in use and was removed from the patient's bedside. It was found that this tubing was "pinched" or "ceased" throughout the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. Visual inspection observed that the pvc tubing had a slice cut/pinched approximately 5 ½ inches away below the check valve, measuring 1.362mm long. Functional and pressure testing was performed; a leak was observed from the slice cut in the pvc tubing. The root cause of the leak was from damage on the pvc tubing.

Event description:
The customer reported that versed leaked from a hole/crack in the tubing during an infusion. It was found that this tubing was ¿pinched¿ or ¿creased¿ throughout the tubing. There was no report of patient harm.